Event description:
An event was reported under the (B)(6) clinical study and classified as noise and inappropriate therapy on the right ventricular lead. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).